Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. Prior to implant, the newly opened lead was exhibiting noise. The lead was exchanged and the procedure was completed with no further issues. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 46.0 cm. Analysis was normal. No lead issue found.